Event description:
The nose on the valve (catheter) was broken. So it couldn¿t be connected with the vacuum-bottle anymore.   Only a valve change was made. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up emdr submission will be submitted.